Manufacturer narrative:
Complainant name: (B)(6). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the long and calcified left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was deformed on its proximal end when it was at a 80% of its full deployment. The device was removed via a 6fr guide catheter. The procedure was completed with another of the same stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement through a calcified lesion. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the midshaft section found one kink at 31mm distal from the hypotube to the midshaft bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the long and calcified left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during deployment, it was noted that the stent was deformed on its proximal end when it was at a 80% of its full deployment. The device was removed via a 6fr guide catheter. The procedure was completed with another of the same stent. No patient complications were reported and the patient's status was stable.